Manufacturer narrative:
Device inspection and evaluation found screen is not coming out due to damage of ccd (charge-coupled device) unit. The reported issue was confirmed. In addition, the following findings during device inspection were found: there is gap at the adhesive part of ar (a-rubber). El (electrical)-connector deformed. Adhesive around ob (objective) lens deteriorated. Distal end scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, screen is blackout. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the investigation, it was noted that there were traces of external physical stress on the subject device (scratched distal end, deformed video connector). From this finding and the investigative results, the circuit board in the video connector and the ccd (charged coupled device) unit may have been damaged by physical stress on the distal end and the video connector. The suggested event is therefore thought to be preventable. The following is a statement within the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.